Event description:
During review of the programming history available to the manufacturer, it was discovered that a faulted system diagnostic test had occurred on (B)(6) 2008, that resulted in a change in the intended settings. A final interrogation was not performed. This change was not discovered until (B)(6) 2008 and the settings were corrected at that time. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.